Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, after deployment, a high gradient was observed. In an attempt to lower the gradient, the surgical valve was intentionally fractured, at which point the transcatheter valve dislodged and moderate paravalvular leak (pvl) occurred. A second valve was successfully implanted. No additional adverse patient effects were reported.